Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal on (B)(6) 2019') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal on (B)(6) 2019'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: intermenstrual bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, essure devices appear to be in normal position. And there is no evidence of extravasation of contrast around or beyond the essure devices suggesting satisfactory occlusion of the right and left fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: essure confirmation test, patient information date of birth , medical history, reporter was added. Previously reported event: "removal on (B)(6) 2019" updated to "pelvic pain". Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.